Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The user had meningitis in 2012. On (B)(6) 2023, the user had a trauma to the implant area and afterwards he was no longer able to hear. There were no visible skin damages. The user was re-implanted.

Manufacturer narrative:
Correction: addition of imdrf investigation findings results code: c070602.

Event description:
The user had meningitis in 2012. On (B)(6) 2023, the user had a trauma to the implant area and afterwards he was no longer able to hear. There were no visible skin damages. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted, but the concerned device has not been received yet.

Event description:
On (B)(6), 2023, the user had a trauma to the implant area and after it he can't hear anymore. There were no visible skin damages. The user was reimplanted on (B)(6), 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023, the user had a trauma to the implant area and after it he can't hear anymore.